Event description:
It was reported that in theatre, the doctor was unable to pass the swg through the catheter as it became stuck. As a result, an artery forceps was used to remove both the swg and catheter as one. A new kit was opened and used without issue to successfully complete the procedure. It is not known if this caused a delay, however, there was no reported death or complications to the patient as a result of this occurrence. The swg only is returning.

Manufacturer narrative:
(B)(4).